Event description:
The ge oec 9800 fluoroscopy system had cine drive not recognized. System was unplugged during image review and the cine drive was not functional when the system was re-booted.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the defective x-ray controller pcb and image processor pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.